Event description:
Patient reported left side "has gain in cup size", "hardening" and "concern with the product". Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified device with fold creases, red encapsulation, brown particles, wear abrasion and deformation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "has gain in cup size", "hardening" and "concern with the product". Additionally, healthcare professional reported capsular contracture, baker grade iii. Device remains implanted.